Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2013 in the descending colon. According to the complainant, the indication for the stent placement was treatment of an ileus (intestinal stricture). Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician deployed the stent in the desired location. The stent fully deployed and fully expanded, there were no alleged issues when releasing the stent. However, when the delivery system was removed from the patient, the stent came out as well. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2013 in the descending colon. According to the complainant, the indication for the stent placement was treatment of an ileus (intestinal stricture). Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician deployed the stent in the desired location. The stent fully deployed and fully expanded, there were no alleged issues when releasing the stent. However, when the delivery system was removed from the patient, the stent came out as well. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and the stent had been deployed and was not returned. No issues were noted with the profile of the tip, stent holder or inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.